Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the reported complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information received by an edwards clinical specialist. As reported, a clot formed on the ivc, ra, and the evoque valve. The thrombus formation had likely resulted from the heparin being reversed by protamine in order for the patient to receive open heart surgery. Therefore, available information suggests that heparin reversal with protamine had likely contributed to the issue. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (example- anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored, and complaints trending and control limits are managed and assessed. Based on the DHR review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque valve in the tricuspid position where during the open-heart surgery to treat the perforation (while placing the evoque valve), there was a clot in the ivc, ra, and the evoque valve noted during intraoperative tee. Since the delivery system and safari wire were previously removed, a new wire was inserted through the ivc using a pigtail. The team attempted to break up the thrombus with the wire, but the patient still had a residual clot. The clinical specialist believes the clot formed because they had to reverse the heparin with protamine to open the patient. They do not believe the clot was related to our device. Internal imaging review confirmed that the patient developed a large, mobile thrombus extending from the ivc to the ra following the perforation. Although this thrombus was not observed later in the tee study, a thrombus on the rv lead of the patient was seen interacting with the evoque leaflets at the conclusion of the surgery. Of note, the procedural fluoroscopy suggests potential guidewire pressure while depth was added. Additionally, it was reported that the patient remained in the operating room after chest closure for some time while the team attempted to dissolve the clot. The patient was believed to have been either re-heparinized, anticoagulated, or possibly undergone thrombolysis. It is unknown at this time whether further postoperative measures were taken to address the thrombus. The patient has been discharged home and is reportedly doing very well.

Event description:
Additional information received from the physician stated that the patient continued to receive heparin when they went back into their room but were still in the hospital. A follow-up echo the next day showed no thrombus left anywhere in the right heart. The patient was then given eliquis before discharge.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.